Event description:
The customer contacted heartsine to report that their device is automatically powering on, but it will not power on manually. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine technologies ltd. Has requested the return of the device in order to investigate the alleged malfunction.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due corrosion on the membrane tail from the device being stored outside of the indicated conditions. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device is automatically powering on, but it will not power on manually. There was no report of patient use associated with the reported event.